Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that cold insulin is off label per the tandem user guide. Additionally, it was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm 20 issue was verified, but the fill estimate issue could not be verified. The information will be used for tracking and trending purposes.